Event description:
It was reported the spring wire guide was kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. No definite signs of use were observed. Visual analysis did not reveal any defects or anomalies of any kind on the guide wire or any other of the kit components. The guide wire length measured 602mm which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .793mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through the returned catheter. Little to no resistance was observed as the guide wire was able to pass completely through the catheter body. Performed per IFU statement "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was not able to be confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies with the guide wire nor any of the other kit components. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the spring wire guide was kinked prior to patient use. No patient involvement.